Event description:
It was reported that the catheter perforated the patient. The physician cannulated the coronary sinus but the contrast exhibited a dissection. The physician decided to stop the procedure. The patient was in -good- condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.